Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached after 2 days of wear due to exposure to moisture. The customer experienced symptoms described as "sweaty and shaky" and had contact with the healthcare provider who treated her with 2 glucagon injections. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that the adc freestyle libre sensor detached after 2 days of wear due to exposure to moisture. The customer experienced symptoms described as "sweaty and shaky" and had contact with the healthcare provider who treated her with 2 glucagon injections. There was no report of death or permanent injury associated with this event.